Manufacturer narrative:
Block b3: exact date unknown, event occurred between 17jun2024 and 19aug2024.

Event description:
It was reported that the patient experienced overstimulation from the deep brain stimulation (dbs) system and experienced a fall. A computed tomography (CT) scan revealed fracture ribs, however the images will not be provided. It was noted that stimulation settings were set to high causing overstimulation and the patient to fall per the physicians assessment. It was noted no information will be provided regarding medical treatment to address the fractured ribs, however the dbs system was reprogrammed and is delivering adequate therapy.